Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: mount clemens regional medical center. Implant record. Device description: mesh dual gortex 15cm 19cm. Body site: abdomen. Manufacturer: gore. Manufacturer catalog number: 1dlm04. Quantity: 1. Lot number: 03319360. The records confirm a gore® dualmesh® biomaterial (1dlm04/03319360) was implanted during the procedure. (B)(6) 2007: (B)(6) medical center. Implant record. Device description: mesh dual gortex 10cm 15cm. Body site: abdomen. Manufacturer: gore. Manufacturer catalog number: 1dlm03. Quantity: 1. Lot number: 03419034. The records confirm a gore® dualmesh® biomaterial (1dlm03/03419034) was implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2007, including the surgical procedure for laparoscopic cholecystectomy, were not provided. (B)(6) 2007: (B)(6). Operative report. First assistant: dr. (B)(6), general surgery resident clinic. Preoperative diagnosis: incarcerated abdominal wall hernia (two sites), (552.20). Postoperative diagnosis: incarcerated abdominal wall hernia (two sites). (552.20). Operative procedure: laparoscopic abdominal wall hernia repair (umbilicus). (49659). Laparoscopic abdominal wall hernia repair (right upper quadrant incision). (49659). Anesthesia: general. Estimated blood loss: minimal. Condition: the patient tolerated the procedure well. Indications for surgery: this is a 47-year-old african-american female with a history of laparoscopic cholecystectomy. On physical exam she has palpable hernia defect at the umbilicus and in the right upper quadrant at a previous incisional site. The patient was seen and evaluated preoperatively. All risks and benefits of the procedure were explained and informed consent was obtained. Operative narrative: ¿the patient was transported to the operative suite and placed in the supine position. After general anesthesia was administered, the patient was prepped and draped in the usual fashion. A transverse incision was made in the left upper quadrant, subcostal. The abdominal cavity was entered using the visiport. An 11-mm port was placed in this incision and the abdominal cavity was insufflated to 16 mmhg of pressure. Abdominal survey was conducted. Incarcerated omental contents were identified at the umbilicus and in the right upper abdomen. Three additional 5-mm ports were placed, two in the left lower abdomen and one in the right upper abdomen. The incarcerated hernia contents were reduced using blunt dissection and the harmonic scalpel. Dual mesh was cut to the appropriate size to cover the above defects. The mesh was secured in place with tacking screws. The abdominal cavity was inspected. Excellent hemostasis was noted. All incisional sites were injected with local anesthetic. The ports were removed under direct visualization. The abdomen was decompressed. The fascia was closed using 2-0 vicryl in an interrupted fashion. The skin was approximated using 4-0 vicryl in an interrupted fashion. The sites were dressed sterilely. The patient tolerated the procedure and was transported to recovery in stable condition. Product identification records for the alleged ¿dual mesh¿ were not provided. Records between (B)(6) 2007 and (B)(6) 2017 were not provided. (B)(6) 2007: (B)(6). Operative report. First assistant: (B)(6). Second assistant: (B)(6). Preoperative diagnosis: chronic abdominal wall pain, status post ventral hernia repair x 2, likely secondary to hernia mesh/tacks. Postoperative diagnosis: chronic abdominal wall pain, status post ventral hernia repair x 2, likely secondary to hernia mesh/tacks. Recurrent incarcerated ventral hernia. Intraabdominal adhesions involving abdominal wall and greater omentum. Operative procedure: robotic-assisted laparoscopic removal of hernia mesh/tacks (x2). Robotic-assisted ventral hernia repair with mesh (x2). Robotic-assisted laparoscopic enterolysis. Anesthesia: general and local. Estimated blood loss: 10 ml. Specimen: hernia mesh and tacks. Complications: none. Indications for surgery: ¿the patient is a 58-year-old female, who presents with history of chronic abdominal wall pain status post ventral hernia repair x2 approximately 10 years ago. The patient presents today for removal of hernia meshes and tacks with repair of ventral hernias and replacement of mesh. All risks, benefits, and alternatives to the procedure were discussed with the patient. All questions were answered. Informed consent was obtained.¿ operative narrative: ¿the patient was brought to the operative suite and placed in supine position. General anesthesia was induced by department of anesthesiology. Foley catheter was inserted. The patient¿s abdomen prepped and draped in usual sterile fashion. Previous sites of hernias located in the right upper quadrant and periumbilical region. Trocar entry site selected in the left lateral abdominal wall. Local anesthetic injected in this region. Incision created and abdomen entered with 12 mm visiport trocar under direct visualization. Abdomen insufflated and laparoscope inserted. No injury from initial trocar placement was noted. Left lower quadrant 8 mm trocar inserted under direct visualization. Significant adhesions involving the greater omentum and anterior abdominal wall were identified prohibiting entry of a 3rd trocar in the left upper quadrant, therefore left upper quadrant adhesions to the anterior abdominal wall carefully taken down using both blunt and sharp dissection with electrocautery until freed adequately for visualization and placement of additional 8 mm trocar. Trocar placed under direct visualization and robot docked. Additional 8 mm trocar placed within the left lower quadrant as assistant port. Dissection began at the periumbilical hernia site. Previously placed gore-tex mesh identified and carefully dissected from anterior abdominal wall including all metal hernia tacks as visualized until completely freed. Periumbilical remaining hernia defect measured approximately 2 x 2 cm in size. Mesh placed within the pelvis. Periumbilical hernia sac carefully divided from the subcutaneous tissue with sharp dissection and electrocautery until reduced. Attention turned to the right upper quadrant ventral hernia site. Previously placed gore-tex mesh again carefully divided from anterior abdominal wall including metal hernia tacks until completely freed. Recurrent ventral hernia identified involving right upper quadrant previous ventral hernia site that had recurred at the inferior portion of mesh. The second mesh then placed within the pelvis. Recurrent incarcerated ventral hernia carefully reduced from right upper quadrant ventral hernia site until completely freed from hernia sac. Hernia sac divided from surrounding tissues. Hernia defect measured approximately 2 x 2 cm in size. Both hernia sites then closed in primary fashion with running 2-0 stratafix suture after dropping intraabdominal pressure to 8 mmhg. Ventralex st hernia mesh measuring 6 x 6 cm placed over each hernia site and secured with running 2-0 stratafix suture circumferentially. Old gore-tex mesh placed within an endoscopic retrieval pouch and removed via the 12 mm trocar site. Robot undocked, and all trocars removed under direct visualization. Abdomen allowed to collapse. The 12 mm trocar site fascia closed with interrupted 0 vicryl suture. All remaining incisions closed with buried interrupted 4-0 vicryl suture and skin dressed with dermabond. All sponge and instrument counts were reported as correct. Foley catheter removed. The patient tolerated the procedure well and was transferred to the pacu [in stable condition.¿ there is no mention of infection involving the gore device. (B)(6) 2017: (B)(6). Implant record. Ventralight st coated mesh. Manufacturer: bard. (B)(6) 2017: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2017 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® biomaterial for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: surgery to remove mesh, hernia recurrence, adhesions, chronic abdominal wall pain. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 1994, 2240) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2007 through (B)(6) 2017 and not all records received in this time span are relevant to the two gore® dualmesh® biomaterial devices. Medical records from (B)(6) 2007 through (B)(6) 2017 were not provided. Patient information: medical history: (B)(6) 2007: incarcerated abdominal wall hernia x2. (B)(6) 2017: recurrent incarcerated ventral hernia. Surgical procedures: unknown date: laparoscopic cholecystectomy. (B)(6) 2007: laparoscopic abdominal wall hernia repair (umbilicus). Laparoscopic abdominal wall hernia repair (right upper quadrant incision). Implant: #1: gore® dualmesh® biomaterial, implant #2: gore® dualmesh® biomaterial. (B)(6) 2017: robotic-assisted laparoscopic removal of hernia mesh/tacks (x2). Robotic-assisted ventral hernia repair with mesh (x2). Robotic-assisted laparoscopic enterolysis. [Implant: ventralight st] implant #1 and implant #2 preoperative complaints: (B)(6) 2007: indication: ¿this is a 47-year-old female with a history of laparoscopic cholecystectomy. On physical exam she has palpable hernia defect at the umbilicus and in the right upper quadrant at a previous incisional site.¿ implant #1 and implant #2 procedure: laparoscopic abdominal wall hernia repair (umbilicus). Laparoscopic abdominal wall hernia repair (right upper quadrant incision). [Implant #1: gore® dualmesh® biomaterial, 1dlmc04/03319360, 15cm x 19cm x 1mm thick, oval; and implant #2: gore® dualmesh® biomaterial, 1dlmc03/03419034, 10cm x 15cm x 1mm thick, oval] implant #1 and implant #2 date: (B)(6) 2007. Wound classification: not provided. Description of hernia being treated: ¿a transverse incision was made in the left upper quadrant, subcostal. The abdominal cavity was entered using the visiport. An 11-mm port was placed in this incision and the abdominal cavity was insufflated to 16 mmhg of pressure. Abdominal survey was conducted. Incarcerated omental contents were identified at the umbilicus and in the right upper abdomen. Three additional 5-mm ports were placed, two in the left lower abdomen and one in the right upper abdomen. The incarcerated hernia contents were reduced using blunt dissection and the harmonic scalpel. ¿ implant size and fixation: ¿dual mesh was cut to the appropriate size to cover the above defects. The mesh was secured in place with tacking screws. The abdominal cavity was inspected. Excellent hemostasis was noted. All incisional sites were injected with local anesthetic. The ports were removed under direct visualization. The abdomen was decompressed. The fascia was closed using 2-0 vicryl in an interrupted fashion. The skin was approximated using 4-0 vicryl in an interrupted fashion. The sites were dressed sterilely.¿ explant #1 and explant #2 preoperative complaints: (B)(6) 2017: indication: ¿the patient is a 58-year-old female, who presents with history of chronic abdominal wall pain status post ventral hernia repair x2 approximately 10 years ago. The patient presents today for removal of hernia meshes and tacks with repair of ventral hernias and replacement of mesh. All risks, benefits, and alternatives to the procedure were discussed with the patient. All questions were answered. Informed consent was obtained.¿ explant #1 and explant #2 procedure: robotic-assisted laparoscopic removal of hernia mesh/tacks (x2). Robotic-assisted ventral hernia repair with mesh (x2). Robotic-assisted laparoscopic enterolysis. [Implant: ventralight st] explant #1 and explant #2 date: (B)(6) 2017. Wound classification: not provided. Procedure: ¿previous sites of hernias located in the right upper quadrant and periumbilical region. Trocar entry site selected in the left lateral abdominal wall. Local anesthetic injected in this region. Incision created and abdomen entered with 12 mm visiport trocar under direct visualization. Abdomen insufflated and laparoscope inserted. No injury from initial trocar placement was noted. Left lower quadrant 8 mm trocar inserted under direct visualization. Significant adhesions involving the greater omentum and anterior abdominal wall were identified prohibiting entry of a 3rd trocar in the left upper quadrant, therefore left upper quadrant adhesions to the anterior abdominal wall carefully taken down using both blunt and sharp dissection with electrocautery until freed adequately for visualization and placement of additional 8 mm trocar. Trocar placed under direct visualization and robot docked. Additional 8 mm trocar placed within the left lower quadrant as assistant port. Dissection began at the periumbilical hernia site. Previously placed gore-tex mesh identified and carefully dissected from anterior abdominal wall including all metal hernia tacks as visualized until completely freed. Periumbilical remaining hernia defect measured approximately 2 x 2 cm in size. Mesh placed within the pelvis. Periumbilical hernia sac carefully divided from the subcutaneous tissue with sharp dissection and electrocautery until reduced. Attention turned to the right upper quadrant ventral hernia site. Previously placed gore-tex mesh again carefully divided from anterior abdominal wall including metal hernia tacks until completely freed. Recurrent ventral hernia identified involving right upper quadrant previous ventral hernia site that had recurred at the inferior portion of mesh. The second mesh then placed within the pelvis. Recurrent incarcerated ventral hernia carefully reduced from right upper quadrant ventral hernia site until completely freed from hernia sac. Hernia sac divided from surrounding tissues. Hernia defect measured approximately 2 x 2 cm in size. Both hernia sites then closed in primary fashion with running 2-0 stratafix suture after dropping intraabdominal pressure to 8 mmhg. Ventralex st hernia mesh measuring 6 x 6 cm placed over each hernia site and secured with running 2-0 stratafix suture circumferentially. Old gore-tex mesh placed within an endoscopic retrieval pouch and removed via the 12 mm trocar site. Robot undocked, and all trocars removed under direct visualization. Abdomen allowed to collapse. The 12 mm trocar site fascia closed with interrupted 0 vicryl suture. All remaining incisions closed with buried interrupted 4-0 vicryl suture and skin dressed with dermabond.¿ (B)(6) 2017: a pathology report detailing analysis of the devices removed during the (B)(6) 2017 procedure was not provided. Conclusion: #1 gore® dualmesh® biomaterial, 1dlmc04/03419034. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.